Event description:
Caller states the pt tested 5.8 inr on the coaguchek s system and 3.76 on a comparison lab. Pt's coumadin was held 1 day and the dose was changed. No adverse event reported. Requested return of the suspect device, however, caller no longer has the test strips; replacement was sent.